Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5095297). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "lead cap was lost in the pulmonary vein, unable to retrieve." The status of the lead is not known. No further patient complications have been reported as a result of this event.